Event description:
Complainant alleged that during incoming inspection, the device was unable to detect the CPR-d pads. Complainant indicated that there was no patient involvement in the reported malfunction.